Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient¿s implant was dead. The patient told them she planned on getting it removed in the next couple of weeks. It was unknown when or if the patient attempted to recharge the implant and found she couldn¿t. No patient symptoms reported.